Manufacturer narrative:
Philips service reseated the memory and graphics card, cleaned the host, and tested the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host machine failed to boot due to a hardware issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.